Event description:
Arstasis device footplate would not fold down resulting in removal of the device. Patient had femoral artery oozing and bleeding after access was obtained, after gaining access with placement of sheath there continued oozing around the sheath. Post procedure exam and cineangiography did not show extravastion of dye or dissection. There was no adverse outcome to the patient.======================manufacturer response for arstasis closure device, arstasis (per site reporter).======================has not responded the cardiac cath lab (ccl) let the rep take the product.